Event description:
The hcp reported that he tried to release valve with negative pressure and under xray. He also tried to bolus and "several hours trying to refil". The patient has recored without sequela.

Manufacturer narrative:
H6 - final device analysis reveals motor gear shaft wear.

Event description:
The hcp reported that the pump was explanted, after an implant duration of one year. The hcp aspirated 4-5ccs from the pump, but was only able to refill with 10 ccs before it "locked up". No patient symptoms were reported. The device was subsequently explanted as the hcp was unable to aspirate drug or fill the pump, despite several attempts to do so. The device was replaced with a similar device.